Manufacturer narrative:
The facility did not retain the arthrocare wand used in this procedure and could not provide a wand lot number. Therefore, arthrocare could not conduct any investigation on the wand. It was determined by the healthcare facility that the user error was likely, but not proven. The healthcare facility also confirmed that although suction was likely used in the procedure, the wand used in the procedure was not attached to hospital vacuum equipment and set to 200 to 400 mmhg and actively used during the procedure. The IFU provides the following warning: "caution: failure to provide proper suction may result in physician or patient thermal injury." A separate MDR was filed on february 12, 2010, for the quantum controller used in the procedure, on MDR 2951580-2010-00014.

Event description:
On (B) (6) 2009, the patient underwent a right shoulder arthroscopy, bicep tendonesis, open distal clavicle excision, and subacromial debridement of the labrum. The patient suffered a first to second degree burn four centimeters by seven and one-half centimeters in size posterior on the right shoulder. It is unknown how the burn was treated.